Event description:
It was reported that there were telemetry issues and a potential overdischarge. Problems with recharge coupling were the primary reason for overdischarge. The last successful recharge was 2 months before the report. After performing the antenna locate feature, the recharger displayed a power-on-reset (por). They were then able to start a normal recharging session without initiating a physician mode recharge. The por was cleared and the patient was instructed to recharge the battery completely before beginning therapy.

Manufacturer narrative:
(B) (4).